Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the retainer ring and the back of the pump found on 07-apr-2023. On svn (B)(4) the customer was hospitalized for alleged high bgs/dka on 25-feb-2023 on svn (B)(4) the customer reported insulin flow block alarm and high bgs on 25-apr-2023. On svn (B)(4) the customer was admitted in the emergency room for alleged high bgs (hyperglycemia), blank display, battery cap damage and e/a alarm unspecified on 02-jun-2023. On svn (B)(4) the customer reported failed battery test alarm and battery cap damage on 01-jun-2023. Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Using a test battery cap, the pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days with no blank display noted. No damage noted on the retainer ring. The pump was received with broken battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received with a missing battery cap contact. On svn (B)(4) for e/a alarm unspecified, please see below for the pump errors/alarms noted on 02-jun-2023 in the pump history file. E/a alarm unspecified not confirmed. 06/02/2023 12:35:00.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 12:45:00.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:14:48.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:14:50.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:15:02.000 alarmalertnotification, faultnumber = batt out limit (6). 06/02/2023 13:17:39.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:17:55.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:18:05.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:18:39.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:18:56.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:25:00.000 alarmalertnotification, faultnumber = batt out limit (6). 06/02/2023 13:25:31.000 alarmalertnotification, faultnumber = failed batt test (58). 06/02/2023 13:25:32.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:26:32.000 alarmalertnotification, faultnumber = failed batt test (58). 06/02/2023 13:29:03.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:29:07.000 alarmalertnotification, faultnumber = failed batt test (58). 06/02/2023 13:29:13.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:40:00.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:40:03.000 alarmalertnotification, faultnumber = post-reset ram crc alarm (23). 06/02/2023 13:40:17.000 alarmalertnotification, faultnumber = batt out limit (6). 06/02/2023 13:40:28.000 alarmalertnotification, faultnumber = batt out limit (6). Failed batt test (58) was due to the battery inserted on a battery change does not have sufficient voltage. The test battery was removed and reinserted with no failed battery test alarm noted. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. Batt out limit (6) not confirmed. Failed batt test (58) not confirmed. Post-reset ram crc alarm (23) not confirmed. Batt out limit (6), failed batt test (58) and failed batt test (58) were expected alarms. E/a alarm unspecified not confirmed. Please see the boluses listed on the event date 25-feb-2023 in the pump history file on svn (B)(4). 02/25/2023 10:10:53.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 10, bolusamountdelivered = 10. 02/25/2023 10:20:23.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 3, bolusamountdelivered = 3. 02/25/2023 12:10:37.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 4.5, bolusamountdelivered = 4.5. 02/25/2023 20:42:57.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 5, bolusamountdelivered = 5. Please see below for the daily total of all insulin delivered on the event date 25-feb-2023 in the pump history file on svn (B)(4). 02/26/2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 02/25/2023 00:00:00.000. Dailytotalofallinsulindelivered = 49.3. Dailytotalofbasalinsulindelivered = 26.8. Dailytotalofbolusinsulindelivered = 22.5. There were no auto suspend (12) alarm noted in the pump history file on svn (B)(4). There were no user suspended alarm noted on the event date 25-feb-2023 in the pump history file on svn (B)(4). Please see below for the pump errors/alarms noted 1 week prior to the event date 25-feb-2023 in the pump history file (svn (B)(4)). There were no unexpected pump errors/alarms noted. 02/25/2023 10:10:29.000 alarmalertnotification, faultnumber = low reservoir alert (105). 02/25/2023 10:10:49.000 alarmalertnotification, faultnumber = low reservoir alert (105). Please see below for the pump errors/alarms noted 1 week prior to the event date 25-apr-2023 in the pump history file (svn (B)(4)). 04/19/2023 00:05:40.000 alarmalertnotification, faultnumber = low reservoir alert (105). 04/19/2023 00:10:44.000 alarmalertnotification, faultnumber = low reservoir alert (105). 04/19/2023 00:14:02.000 alarmalertnotification, faultnumber = reservoir estimate 0 alert (113). 04/23/2023 18:04:09.000 alarmalertnotification, faultnumber = battery removed (84). 04/23/2023 18:04:09.000 alarmalertnotification, faultnumber = failed batt test (58). 04/23/2023 18:04:12.000 alarmalertnotification, faultnumber = battery removed (84). 04/23/2023 18:14:00.000 alarmalertnotification, faultnumber = failed batt test (58). 04/23/2023 18:14:14.000 alarmalertnotification, faultnumber = failed batt test (58). 04/23/2023 18:14:16.000 alarmalertnotification, faultnumber = battery removed (84). 04/23/2023 18:14:26.000 alarmalertnotification, faultnumber = failed batt test (58). 04/23/2023 18:14:31.000 alarmalertnotification, faultnumber = battery removed (84). 04/23/2023 18:24:00.000 alarmalertnotification, faultnumber = failed batt test (58). 04/23/2023 19:19:07.000 alarmalertnotification, faultnumber = battery removed (84). 04/23/2023 19:19:07.000 alarmalertnotification, faultnumber = battery removed (84). 04/23/2023 19:19:28.000 alarmalertnotification, faultnumber = battery removed (84). 04/23/2023 19:19:41.000 alarmalertnotification, faultnumber = failed batt test (58). 04/23/2023 19:20:01.000 alarmalertnotification, faultnumber = software error (53). 04/23/2023 19:20:03.000 alarmalertnotification, faultnumber = batt out limit (6). 04/24/2023 16:40:00.000 alarmalertnotification, faultnumber = low reservoir alert (105). 04/24/2023 16:45:40.000 alarmalertnotification, faultnumber = low reservoir alert (105). 04/25/2023 02:35:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 04/25/2023 02:40:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 04/25/2023 08:48:00.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 04/25/2023 08:58:00.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. Earliest power data available per the power management tool/detail trace file is on 5/20/2023 6:46:58 pm. There was no power data available for the date of 04/23/2023. Unable to check power data for failed batt/battery failed alarm and power loss alarm/batt out limit (6). However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. History file analysis confirmed pump error 53 on 04/23/2023 at 19:20:01.000 due to software error (linenumber = 5632, filenumber = 2005). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Failed batt test (58) not confirmed. Pump error 53 - software error (53) confirmed. Batt out limit (6) not confirmed. No delivery (7) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 02-jun-2023 in the pump history file (svn (B)(4)). 05/29/2023 01:16:32.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 05/29/2023 01:16:58.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 05/29/2023 03:46:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 05/29/2023 03:54:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 05/29/2023 04:04:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 05/29/2023 04:26:53.000 alarmalertnotification, faultnumber = battery removed (84). 05/29/2023 04:36:00.000 alarmalertnotification, faultnumber = battery removed (84). 05/29/2023 08:45:09.000 alarmalertnotification, faultnumber = battery removed (84). 05/29/2023 08:45:09.000 alarmalertnotification, faultnumber = battery removed (84). 05/29/2023 08:45:10.000 alarmalertnotification, faultnumber = low battery alert (104). 05/29/2023 08:45:24.000 alarmalertnotification, faultnumber = batt out limit (6). 05/31/2023 22:28:02.000 alarmalertnotification, faultnumber = low reservoir alert (105). 06/02/2023 12:35:00.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 12:45:00.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:14:48.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:14:50.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:15:02.000 alarmalertnotification, faultnumber = batt out limit (6). 06/02/2023 13:17:39.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:17:55.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:18:05.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:18:39.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:18:56.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:25:00.000 alarmalertnotification, faultnumber = batt out limit (6). 06/02/2023 13:25:31.000 alarmalertnotification, faultnumber = failed batt test (58). 06/02/2023 13:25:32.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:26:32.000 alarmalertnotification, faultnumber = failed batt test (58). 06/02/2023 13:26:33.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:29:03.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:29:07.000 alarmalertnotification, faultnumber = failed batt test (58). 06/02/2023 13:29:13.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:40:00.000 alarmalertnotification, faultnumber = battery removed (84). 06/02/2023 13:40:03.000 alarmalertnotification, faultnumber = post-reset ram crc alarm (23). 06/02/2023 13:40:17.000 alarmalertnotification, faultnumber = batt out limit (6). 06/02/2023 13:40:28.000 alarmalertnotification, faultnumber = batt out limit (6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The customer battery voltage was low (0.153 volts) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Failed batt test (58) was due to the battery inserted on a battery change does not have sufficient voltage. The test battery was removed and reinserted with no failed battery test alarm, pump error 23 or battery out limit alarm noted. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. No delivery (7) not confirmed. Low battery alert (104) not confirmed. Batt out limit (6) not confirmed. Failed batt test (58) not confirmed. Pump error 23 not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 01-jun-2023 in the pump history file (svn (B)(4)). 05/25/2023 17:13:00.000 alarmalertnotification, faultnumber = low reservoir alert (105). 05/25/2023 21:20:00.000 alarmalertnotification, faultnumber = low reservoir alert (105). 05/29/2023 01:16:32.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 05/29/2023 01:16:58.000 alarmalertnotification, faultnumber = no delivery (7)- during bolus. 05/29/2023 03:00:00.000 basalsegmentstart. 05/29/2023 03:46:00.000 alarmalertnotification, faultnumber = no delivery (7)- during basal. 05/29/2023 03:54:00.000 alarmalertnotification, faultnumber = no delivery (7)- during basal. 05/29/2023 04:04:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 05/29/2023 04:26:53.000 alarmalertnotification, faultnumber = battery removed (84). 05/29/2023 04:36:00.000 alarmalertnotification, faultnumber = battery removed (84). 05/29/2023 08:45:09.000 alarmalertnotification, faultnumber = battery removed (84). 05/29/2023 08:45:09.000 alarmalertnotification, faultnumber = battery removed (84). 05/29/2023 08:45:10.000 alarmalertnotification, faultnumber = low battery alert (104). 05/29/2023 08:45:24.000 alarmalertnotification, faultnumber = batt out limit (6). 05/31/2023 22:28:02.000 alarmalertnotification, faultnumber = low reservoir alert (105). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The customer battery voltage was low (0.153 volts). Battery out limit alarm was due to the battery removed for more than 10 minutes pump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No delivery (7) not confirmed. Low battery alert (104) not confirmed. Batt out limit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Retainer ring damage not confirmed. Reservoir unable to lock into place not confirmed. Cosmetic damage was confirmed at the back of the pump. The pump passed the functional testing. Unable to confirm alleged high bgs/dka (hyperglycemia). Insulin flow blocked alarm/no delivery alarm not confirmed. Blank display not confirmed. Battery cap contact missing confirmed. E/a alarm unspecified not confirmed. Failed battery test alarm not confirmed. Pump error 53 confirmed in the pump history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack to the insulin pump's retainer ring. Troubleshooting was performed and found that the reservoir was not able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and will be returned for analysis